Manufacturer narrative:
Inspected one opened and used enlite sensor and performed bicarbonate buffer test per specification. Sensor passed with accurate readings. Unable to confirm adhesive anomaly due to sensor was returned opened and used.

Event description:
The customer reported having lost sensor alarms for several hours. The customer was disconnected from the sensor, but the device kept alarming. The caller also mentioned that the over tape was not sticking into the sensor and the adhesive to the sensor itself did not seem to be sticky. The customer stated that the sensor came of after three days of use. She stated that the sensor plastic part and the tape seemed to be slide off. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.